Manufacturer narrative:
Continuation of concomitant: product ID 5076-52, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017. Product ID addr01, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead insulation was damaged due to subclavicular crush. It was also noted that the right atrial (ra) lead dislodged. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. If information is provided in the future, a supplemental report will be issued.